Manufacturer narrative:
This MDR is being submitted as part of retrospective review as a result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. The complaint received states that during use the deltaplush cerecyte microcoil 2 mm x 6 cm (cpl10020630 / g13778) failed to detach. The lead tech stated that the coil would not detach. No further information was given. There was no report of injury for the patient. The device positioning unit (dpu) passed electrical testing. The proximal end of the coil was found pushed into the distal tip of the dpu causing severe damage. The coil detached on the first detachment cycle. Laboratory testing could not duplicate the complaint event. Therefore; the root cause of the coil not detaching cannot be determined. It also cannot be determined if the damage found to the unit contributed to the coil¿s nondetachment during the procedure. In addition; without the return of the detachment control box (dcb) and the connecting cable used in the procedure; it cannot be determined if these components contributed to the complaint event. The complaint was not confirmed on analysis; however, other damages were noted to the device. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the information suggests that procedural issues may have contributed to the reported event and the additional damages found.

Event description:
The complaint received states that during use the deltaplush cerecyte microcoil 2 mm x 6 cm (cpl10020630 / g13778) failed to detach. The lead tech stated that the coil would not detach. No further information was given. There was no report of injury for the patient.